Manufacturer narrative:
The pt was treated with an unspecified antibiotic and hyperbaric chamber. At the date of the report, the pt outcome was unk. The radiesse lot number was not provided by the physician. Further info has been requested but not received at the time of this report.

Event description:
A male pt injected with radiesse for a nose augmentation on (B)(6) 2011 developed a severe inflammatory reaction of the face three days post-injection. The reaction included crust and necrosis leading to hospitalization.